Manufacturer narrative:
This is one of two products involved with the reported event. The medical device reporting reference number for the other event is 3004939290-2021-02120. During the use of the mynxgrip vascular closure device (vcd), the physician had difficulty shuttling down and didn't feel the customary distinct stop and click at the bottom of the shuttling. There was no reported patient injury. Manual pressure was used to achieve hemostasis. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium and scar tissue in the vicinity of the puncture site. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was confirmation that the balloon was in the artery prior to balloon inflation. Temporary hemostasis was achieved after balloon inflation. After inflating and retracting the balloon of 6f/7f mynxgrip to the arteriotomy, the physician shuttled down the sealant. At that time, the doctor didn't feel the customary distinct stop and click at the bottom of the shuttling. The physician deflated the balloon, removed the mynx and the unknown sheath and held pressure. They asked for another mynx and attempted to replicate the same "soft stop" and experienced the same. The patient was fine, recovered well and experienced no adverse effects. At the conclusion of an aif angio, the mynxgrip was retrieved and prepped according to the instructions for use (IFU). The operator was trained to the mynxgrip device. The devices were stored as per labeling and opened in sterile field. No other information was provided. 148253-1 the product was returned for analysis. A non-sterile 6f/7f mynxgrip vascular closure device reported in the incident, and four sterile devices from the same lot were returned for investigation in original sealed package, but not in a controlled temperature condition. Per visual analysis, the shuttle was engaged to the handle, the advancer tube was deployed on the catheter with green single marker visible, and the balloon was deflated. The sealant sleeve was displaced 43mm from its manufacturing position. The sealant, the procedural sheath and the syringe were not returned with the device. Per functional analysis, the advancer tube of the non-sterile device was found to be engaged to the tamp lock. Two out of four sterile devices were randomly selected from the same lot to investigate if the same failure could be replicated on the devices. A simulated deployment test was performed with an applicable 6f procedural sheath from the lab. Both the devices performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks of the device were examined and no anomalies were found. The sealant sleeve was displaced 43mm from its manufacturing position. Per dimensional analysis, the distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history record (phr) review of lot f2025201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during the analysis of the returned devices. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the use of the mynxgrip vascular closure device (vcd), the physician had difficulty shuttling down and didn't feel the customary distinct stop and click at the bottom of the shuttling. There was no reported patient injury. Manual pressure was used to achieve hemostasis. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium and scar tissue in the vicinity of the puncture site. The procedure use retrograde approach. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was confirmation that the balloon was in the artery prior to balloon inflation. Temporary hemostasis was achieve after balloon inflation. After inflating and retracting the balloon of 6f/7f mynxgrip to the arteriotomy, the physician shuttled down the sealant. At that time, doctor didn't feel the customary distinct stop and click at the bottom of the shuttling. The physician deflated the balloon, removed the mynx and the unknown sheath and held pressure. They asked for another mynx and attempted to replicate the same "soft stop" and experienced the same. The patient was fine, recovered well and experienced no adverse effects. At the conclusion of an aif angio, the mynxgrip was retrieved and prepped according to the instructions for use (IFU). The operator was trained to the mynxgrip device. The devices were stored as per labeling and opened in sterile field. The devices will be returned for analysis. No other information was provided.